Event description:
It was reported that noise was observed on the ventricular lead and was reproducible in clinic with arm movement. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.